Event description:
It was reported that during a pta/stenting procedure involving a calcified tibial lesion, the balloon of the catheter detached. The stent was fully deployed, but after deflating the balloon detached from the catheter. The balloon was retrieved from the pt. The pt was asymptomatic during this event. The procedure was successfully completed. No pt injuries or complications were reported. Further info has been requested.